Event description:
The lay user/pt called lifescan (lfs) on february 4, 2008 and alleged that her one touch ultra 2 meter was not powering on. The medical affairs listened to the recorded call and classifying the complaint based on the info received, as the reporter could not be reached by phone to obtain additional info. According to the pt, the reported issue started in about last part of 2007. The pt has been taking regular amount of her diabetes medication during the issue. She takes 500 mg metformin twice daily. The pt mentioned that she was feeling like her blood sugar was staying high, but she did not try to test her blood glucose on lfs meter, as she knew that it does not turn on. After about two weeks, she took the meter to the pharmacy and also changed the battery. However, the meter did not turn on and the pharmacy told her to call lfs. She also reported of feeling low blood sugar symptoms, such as sweaty, shaky and hunger sometime after the reported issue started. Therefore, she ate some candies to treat her symptoms. The patient denied of receiving medical attention due to the reported issue. She was not tested on any other device at the time of concern. The customer service agent (csa) verified that the meter was not misused and it was not downloaded prior to testing. The meter was powering on during troubleshooting by pressing the power button and by inserting the test strip all the way into the port. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of not receiving a reading on the reported lfs meter due to the reported issue and later, felt sweaty, shaky and hungry, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.